Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The event occurred upon power up in the delivery room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, a system error 345 alarm was reproduced upon power up. A review of the event history log revealed multiple 'system error 345' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of specification upstream thermistor which could not be calibrated. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.